Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a clog occurred during use with a pen ndl 32g 4mm 90 CT mail order only. The following information was provided by the initial reporter, " needles are clogged during injection will not allow. Date of event: unknown. Reviewed the needle from this box with issues, while on the phone with consumer. Consumer found : 3 without a non patient end needle, 2 with a bent non patient end needle , 4 non patient end needles that appear shorter than normal. " 1 of 2 complaints.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that a clog occurred during use with a pen ndl 32g 4mm 90 CT mail order only. The following information was provided by the initial reporter, " needles are clogged during injection will not allow date of event: unknown reviewed the needle from this box with issues, while on the phone with consumer. Consumer found : 3 without a non patient end needle - 2 with a bent non patient end needle - 4 non patient end needles that appear shorter than normal. "